Event description:
This is an adverse event recorded on a case report form as apart of the b-500 halo patient registry. The patient was enrolled with barrett's esophagus. The patient underwent focal ablation and restarted antiplatelet/antithrombotic medications the following day, contrary to physician instruction and device's instructions for use. (B)(4).